Manufacturer narrative:
The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stop events that were captured in the submitted log file. The pump was returned assembled with the driveline (dl) cut approximately 11¿ from the pump housing and the distal portion of the dl was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-16158 also revealed no evidence of depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that they it received and did not reveal any discontinuities. The silicone jacket appeared unremarkable, but the clear bionate was damaged 5¿ from the pump housing. Shield breakdown was observed 6¿ and 9¿ from the pump housing. Breaches in the black and brown wires were observed 5.5¿ from the pump housing. A breach in the orange wire was observed 5.25¿ from the pump housing. Breaches in the green and black wires were observed 5¿ from the pump housing. These breaches appeared consistent with abrasion against the metal braided shield. The remaining wires appeared unremarkable and was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages. If the exposed conductors of the two wires from different phases made simultaneous contact with the braided shield or simultaneous contact with each other, the resulting electrical short would have caused the pump stoppages while the system was operating on battery power, as captured in the submitted log file.

Manufacturer narrative:
The referenced distal end percutaneous lead (driveline) replacement on (B)(6) 2018 is reported on medwatch MFR #2916596-2018-02587. Approximate age of device: 3 years and 5 months. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the hospital with several alarms including low speed operations and pump stoppages. There was no adverse impact to the patient. The manufacturer's technical service representative reviewed the submitted log file and confirmed the pump stoppages and pump speed decelerations. The submitted x-ray appeared unremarkable for the poor image quality, but there was a questionable area that was marked by the radiology. Of note, the patient has a known short-to-shield issue for which a distal end percutaneous lead (driveline) replacement was performed and an ungrounded patient cable was provided for use when connected to a power module. On (B)(6) 2018, a pump exchange to another lvad was performed.